Event description:
It was reported that the depth gauge broke in surgery. There was no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the depth gauge (319.11) was received disassembled, in three separate parts. Not all the parts of the entire assembly were returned to pd from the field. The needle of the depth gauge was broken off from the base with approximately 2 mm still attached and protruding from the shaft portion of the depth gauge. The broken off portion of the needle itself was not returned. The depth gauge for 1.5 mm and 2.0 mm cortex screws is consistent with other synthes depth gauges in terms of design, material and is appropriate for its intended use. Packaging, sterilization, and labeling is standard and would have no affect on this failure. Since it is unknown exactly how the gauge broke, there is insufficient information to determine that the device design caused this complaint, and therefore it is indeterminate. The depth gauge for 1.5 mm and 2.0 mm cortex screws is consistent with other synthes depth gauges in terms of design, material and is appropriate for its intended use. Packaging, sterilization, and labeling is standard and would have no affect on this failure. The manufacturing evaluation showed the needle of the depth gauge is broken off and was not send back for investigation. There is no lot number marked on the device which indicates that this article is older than 14 years. Based on this finding and the often used appearance of the device a manufacturing fault can be excluded. PMA 510k#: device is a veterinary product. Device is similar to a device marketed for human use.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: without a lot number ,the device history records review could not be completed, the 510k#: device was reported to be a veterinary product in the initial report. This is not correct the device is marketed for human use, the event was reported to the synthes veterinary representative by a veterinary surgical office. Without a lot number the device history records review could not be completed.